Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains intact and attached and exhibits a drilled through condition; the fiber cap is severely melted and contaminated; the bevel section is melted; there is some white unknown substance noted inside the fiber cap tip; the fiber cap exhibits moderate char; the heat shrink tube is severely melted at the distal end. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).

Event description:
It was reported that during a prostate procedure the first, second and third fibers all had fiber overheat. The procedure was completed with the use of a fourth fiber. There was no patient injury reported. This report is for the first fiber used.